Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of mitral valve injury, worsening mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. It is possible that there were procedural interactions which resulted in inadequate leaflet insertion in the clip and therefore contributed to the user experience; however, this cannot be confirmed. The reported patient effect of worsening mr and tissue damage (leaflet tear) were likely a result of procedural conditions and due to the slda. The reported dyspnea appears to be a symptom/cascading effect of the increased mr and pericardiocentesis. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report that the clip detached from one leaflet and remained attached to the other leaflet, resulting in increased mitral regurgitation and leaflet damage which required an additional mitraclip for treatment. It was reported that the mitraclip procedure was performed on (B)(6) 2016, to treat mixed mitral regurgitation (mr) with a grade of 4. During the transseptal puncture, a pericardial effusion was observed that was caused by the transseptal needle. The procedure was continued. One clip was implanted, reducing the mr to 1-2. Pericardiocentisis was performed and a blood transfusion was given after the procedure; however, 6-7 hours after the procedure, the patient experienced dyspnea. Echocardiogram was performed, which found that the mr increased to 4+. There was a jet just lateral to the previously placed clip. Imaging was difficult, but it was suspected that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The patient was stable and taken to the cath lab to have an impella placed. On (B)(6) 2016, a second mitraclip procedure was performed which confirmed the slda, with suspected posterior leaflet damage. Two clips were implanted on both sides of the slda clip for stabilization; however, the mr remained at 4+. The patient is currently stable and is being considered for surgery. No additional information was provided.